Event description:
It was reported that the surgeon inserted a cq2015 collamer three-piece lens and one haptic tore. The lens was cut into pieces to remove and there was no patient injury, no enlarged incision or sutures. The reporter stated the torn haptic was due to a loading error.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found a piece of the lens optic torn off and missing. One haptic was torn off. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.